Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) is not holding a charge. The patient stated that for "about a month now", she noticed that she has to charge the ins more frequently (used to be able to go a day or so between charging sessions and now has to charge every day) even though she gets a consistent eight shaded coupling boxes. She electively turns the ins off at night and one day, she was not able to turn the ins back on because it was depleted and she had some symptoms return (shaking from tremors).the patient was redirected to their healthcare provider (hcp) to further address the issue.